Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies or unexpected vibrating noted. Power connector plug in and locked in place properly. Unit received with faded serial number label, minor scratches on case and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states pump was working fine earlier and then received a blank screen. The customer states were replacing battery when it vibrated and screen went blank. The customer was assisted with troubleshooting and the display did not return. The call was disconnected tried to call back but no phone number was provided in clinical call. The insulin pump will not be returned for analysis.